Manufacturer narrative:
(B)(4) reviewed the device history records relative to the manufacturing, inspecting and packaging of the above mentioned lot. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with (B)(4) internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at (B)(4) and was determined to be acceptable.

Event description:
The contact from the facility reported that the enterprise2 stent (enf402300/10703731) was hung on the delivery wire and could not be withdrawn into the prowler select plus microcatheter (606s255x/lot unknown.) The stent was partially delivered into the left posterior cerebral artery (pca) and the doctor decided to re-sheath the stent because he was not satisfied with the placement of the distal struts. Deployment was attempted both by pushing it out of the end of the microcatheter and by putting the stent in place and withdrawing the microcatheter. When trying to withdraw the stent, the distal end of the stent remained open and opposed to the pca wall, however, the delivery wire managed to protrude through the partially deployed stent at a 90 degree angle pointing directly straight up into the basilar artery. This did not allow the stent to be withdrawn. Furthermore, the prowler select plus microcatheter would not advance over the wire. After discussion the doctor tried again to push the prowler select plus microcatheter distally and was able to advance the delivery wire back into the pca and the stent was then successfully withdrawn and re-sheathed. The determination was made to remove the stent and microcathter due to its inability to be withdrawn the first time. Another stent (stryker neuroform ez) was then successfully deployed through a stryker xt-27 microcatheter and the case continued as planned. There was no significant clinical delay to the procedure as a result of the issue. An adequate continuous flush was maintained through the catheter.

Manufacturer narrative:
A non-sterile enterprise device and prowler select plus microcatheter were received inside of a plastic bag. Part of the delivery wire was found inside of the prowler micro catheter the rest of it was found outside of the micro catheter, the introducer tube was found separated of the devices as well as the stent was found deployed. Residues of dry blood can be observed on the devices. The stent was inspected under microscope and no damages were noted on it. The functional analysis could not be performed because the stent was received deployed and it is necessary that the stent is still inside of the introducer tube to perform the functional analysis. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 10703731. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The failures reported by the customer that the stent hung on the delivery wire and could not be withdrawn could not be evaluated due to the stent was found deployed. Neither the product analysis nor the DHR review suggests that the failure could be related to the enterprise manufacturing process. Procedural factors and handling process may contribute to the failure reported. No corrective action will be taken at this time.